Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pump was implanted due to (B)(6). "The effect was not good." It was noted that the pump was replaced; date and reason for replacement was not provided. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.